Event description:
A healthcare professional reported a patient with tissue was not separated. During flap creation procedure everything looks fine and flap was centered without appearing of opaque bubble layers and nothing shown that tissue was not catted. Surgeon tried to lift the flap on position at five o clock tissue was not separated and could not lift the flap but flap started to tear. Additional information received stated surgeon performed photo refractive keratectomy and informed to patient for follow up vision check up.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Service history was reviewed for the system. No service record relevant to the complaint reported event was found. All company surgical systems are verified to meet specifications after installation and customer-initiated servicing in accordance with the applicable test procedure. With no additional, related information provided, the reported event was not able to be confirmed. The customer reported event cannot be confirmed. Thus, based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).